Manufacturer narrative:
(B)(4). (B)(6). The device was not returned for evaluation. The serial number of the device was unknown. The direct cause of the problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was unknown and it was not reported if any autopsy was performed. It was not reported if the patient was hospitalized prior to death, however, it was reported the patient died at home. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available at this time.